Event description:
It was reported that a vns patient was seen to have vocal cord paralysis after surgery. The vocal cord paralysis was resolved with steroid use. No corrective action is required as no new cause or new harm has been established for patient or user.